Event description:
Procise xp wand (from arthocare) used with the coblator ii (ent) unit. While in use it started to smoke. No patient injury. Wand device was removed, and another wand was put into use. There was still questionable activity from the replacement wand. Used wands with different lot numbers, and no problem found. Removed from stock all wand devices with both lot numbers that malfunctioned. The manufacturer was called to report the problem. Released defective wands to manufacturer's reps, along with the rest of the same lot number stock wands. Equipment unit is long term loaner. This unit will be replaced by the manufacturer with new loaner equipment unit. Biomed technicians tested the same lot number wand for defects, not knowing the condition of the surgical environment. The problem could not be duplicated.